Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The patient reported that his blood glucose was really low (exact bg level was not provided) after wearing the pod for longer than 48 hours. He went into a comatose state and upon the emergency medical technician arrival, he was rushed to the hospital in an ambulance. At the hospital, he was diagnosed with hypoglycemia shock and he was given a chest x-ray and electrocardiogram. There was no blunt force trauma. He stayed in the hospital for 3 hours before being released.